Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence. Estimated therapy date . The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Hypersensitivity is listed in the xience alpine eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the patient presented with segment elevated myocardial infarction (stemi) on (B)(6) 2016. The procedure was to treat a lesion located in an unspecified vessel. Two stents were implanted: 3.5x38mm xience alpine and a 4x18mm xience alpine. On (B)(6) 2016 the patient returned for a scheduled controlled angiogram which showed good results. The patient was having an allergic reaction and the patient was symptomatic with peeling of hands, peeling of the soles of his feet, and localized itching. The exact date when the symptoms began was unknown. On (B)(6) 2016 during a post procedure checkup the cardiologist noted itchiness on the patients back. Medical treatment for the patients symptoms included cortisone cream. It is unknown if allergy testing was performed and if the patient had an allergy to either medication or to the metal. No additional information was provided.